Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Loud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 3.1.1. Cloud - operating system. N5004l-am-q-mv01602-06-01.06. Cloud - hardware. N5004l. Cloud - cgm sensor type. G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they were admitted to the hospital on (B)(6) 2025, for treatment of hypoglycemia (36 mg/dl) after wearing the pod on the arm for approximately 24 to 36 hours. The patient stated that the pod remained in place at the time of the event. The patient reported experiencing a loss of consciousness and indicated that they were unaware of any specific medical diagnosis provided during the hospitalization. The patient recalled receiving intravenous fluids as the only treatment during the hospital stay. The patient was discharged from the hospital on (B)(6) 2025.